Event description:
Approx a year and four months post index procedure, the pt was re-hospitalized. A repeat angiogram was conducted due to angina. There was 70% restenosis and 50% peri-stent restenosis noted in the mid left anterior descending branch (lad). In the mid lad, distal from the bifurcation with septal side branch, a small, non-covered breach between the two stents was observed. A significant rich material, peri-stent was observed. There was also restenosis noted at the overlapping segments of the stents and there was borderline stenosis at the distal end of the cypher. A selective angiogram of the left coronary was conducted and the following was revealed. The ostium of the left artery was normal. There was no significant stenosis in the left main. There was a bifurcation into the lad and circumflex; the circumflex shows only vessel walls irregularities. An intra vascular ultra sound was performed and a spontaneous thrombosis occurred in the stented segment. A fall in blood pressure was observed along with st elevation and pain. The day after the pt was hospitalized, he went in for an elective revascularization. Administration of heparin, reopro-bolus and infusion, aspidol and plavix were given to the pt. The lad was recanalized with spiral and multiple balloon dilations. Dilation of the occluded vessel was performed. A 2.25x16mm stent was implanted and the lad was opened. There was focal spasm and restenosis of distal stents. At the end of the procedure the pt had no pain or electro cardiogram (ECG) changes. The pt was initially admitted for a procedure on december 18, 2001 with a target lesion in the mid left anterior descending branch with 80% stenosis. The lesion had a reference vessel diameter of 3mm and a lesion length of 25mm. The lesion was pre-dilated with a 2.75mm gross tail balloon at 8 atm. Then three rapamycin clinical stents were implanted at 12 atm; a 3.0x18mm and two 3.0x8mm. The stents were post-dilated with a 3.0 balloon at 10 atm. Post-procedure residual percentage of stenosis was 0 and timi flow was grade iii. The pt's medications include aspirin and plavix.

Manufacturer narrative:
Please note: this ous rapamycin clinical coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9610978-2008-00004 and 9610978-2008-00005. This medwatch reflects two products with the same catalog and lot numbers.